Manufacturer narrative:
The device was returned to the manufacturer; however, the product has yet to be evaluated. A follow up report will be filed once the product evaluation has been completed.

Event description:
It was reported that a bur broke off in a drill attachment. It is unk if there was pt involvement. It is unk if there were any injuries or other adverse consequences alleged with this event. No additional info is available at this time from the user facility.